Manufacturer narrative:
B3: event date unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the device in good condition, no physical damage, and downstream occlusion (dso) seal loose. Event history log confirmed ¿high pressure¿ alarm messages occurred. Functional testing could not replicate the reported issue; the dso sensor was found to be functioning properly and activating within specification. It was also determined that the clicking sound from the motor was normal. The root cause was unknown. The dso sensor was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for downstream pressure and then would stop. There was also a clicking sound from the motor. It is unknown if there was patient involvement, no adverse patient effects were reported.